Manufacturer narrative:
Aware date is stated to be (B)(6) 2020. However, event date is listed as a later date of (B)(6) 2020. Clarification has been sent.

Event description:
Information was received indicating that a "battery miscommunication" occurred to a smiths medical medfusion® 4000 wireless syringe infusion pump during infusion of milrinone. The power cord and outlets were checked. The nurse unplugged and then plugged back in and the pump then alarm "battery depleted." There were no reported adverse effects.